Event description:
This is report 2 of 2 for (B)(4). It was reported by a healthcare professional in australia that during an unknown surgery on (B)(6) 2022, it was observed that the obturator (stabilization) and fishmouth drill guide devices were both bent while in use together. According to the report, it was stiff to insert and remove the fishmouth drill guide from the obturator (stabilization). It was further reported that the obturator (stabilization) was rough on distal tip with metal bent to deform fishmouth drill guide aperture; and that there were small metal shavings dislodged from obturator (stabilization) during drilling of glenoid. It was reported that all the fragments were removed easily without additional intervention. It was unknown how the procedure was completed without delay. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). The lot number was unknown; therefore, the expiration date, manufacturing site name and device manufacture date were unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. Upon visual inspection, the device showed wear condition and had been heavily used as striations on the metal surface of the handle distal, lost its metal shape, indicating it was heavily used in the field. The device was found with a lot of scratches and the laser marking on the device is slightly faded but still legible. The shaft was deformed from the distal part. This complaint can be confirmed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. This failure can be attributed to the wear or damaged from heavily handling. As per IFU, it is important to inspect for damage before using and functional testing. Replace a damaged, worn or bent instrument. Also, the end of useful instrument life is generally determined by wear or damage from handling or surgical use. It is necessary to follow the instructions and warnings of any cleaning and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage (please review the instructions and manual cleaning in the IFU that the device require special attention during cleaning. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Device history lot: manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: the lot number was reported as unknown on the initial report; and has been updated accordingly. Therefore, UDI: (B)(4). D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial mdwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary ==> the complaint device is not being returned, therefore unavailable for a physical evaluation. However, photos were provided. Upon visual inspection of the photos, the device had wear condition indicating it was heavily used in the field. The device was found with a lot of scratches and the laser marking on the device is slightly faded but still legible. The shaft appeared to be deformed from the distal part. It was not possible to see the condition of the tip; the condition of the metal shavings was not confirmed. Manufacturing record evaluation is not required as the reported event is not associated with the manufacturing process and/or the potential cause of the defect cannot be associated to manufacturing. Based on the rest of the condition of the device, this complaint can be confirmed. The photo does not provide enough evidence to determine root cause. Physical evaluation should provide more information to discern a possible root cause. This failure can be attributed to the wear or damaged from heavily handling. As per IFU, it is important to inspect for damage before using and functional testing. Replace a damaged, worn or bent instrument. Also, the end of useful instrument life is generally determined by wear or damage from handling or surgical use. It is necessary to follow the instructions and warnings of any cleaning and equipment used; also, the recommendation of the proper condition during the sterilization and maintenance to avoid any damage (please review the instructions and manual cleaning in the IFU-107066); the device require special attention during cleaning. As part of mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.